Event description:
A malfunction alarm was reported by the customer, displaying a malfunction code 12. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, resolving the issue without recurrence. The customer was advised to monitor for any future malfunctions and to call back if they occur, to which the customer agreed and understood.